Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl; cause was unknown. Reportedly, the customer required assistance from parent to treat bg via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.